Manufacturer narrative:
Brake cam, steer function.

Event description:
It was reported by service report that the brakes or steer were not engaging. The customer could not determine if there was pt involvement or if there were adverse consequences to report.